Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa the catheter was difficult to withdraw through the sheath. During the procedure they experienced difficulties fully undeploying the catheter, so the physician decided to exchange the device. When attempting to withdraw the device in order to replace it, they found it was difficult to remove the catheter through the sheath due to the shape of the array. Ultimately, they were able to withdraw the catheter and sheath together and replace the catheter. The procedure was successfully completed with no patient complications. The catheter is not expected to be returned as it was discarded by the facility.

Manufacturer narrative:
Upon device return and inspection, it was observed that the guidewire lumen was no longer attached to the tip of the spline cage array. Both the guidewire lumen and spline cage array remained attached to the catheter; no components were completely separated from the device. Under microscope inspection it was observed that the welding of the tip was damaged. The catheter could not be deployed due to a detachment of the guidewire lumen from the spline cage tip. Furthermore, microscopic examination revealed weld damage at the distal tip.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa the catheter was difficult to withdraw through the sheath. During the procedure they experienced difficulties fully undeploying the catheter, so the physician decided to exchange the device. When attempting to withdraw the device in order to replace it, they found it was difficult to remove the catheter through the sheath due to the shape of the array. Ultimately, they were able to withdraw the catheter and sheath together and replace the catheter. The procedure was successfully completed with no patient complications. The catheter is not expected to be returned as it was discarded by the facility. ----during a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a faradrive and a farawave were selected for use. During procedure after successfully ablating three pulmonary veins, the physician was unable to fully deploy the catheter to flower or basket position - so the catheter had to be replaced in order to successfully ablate the last pulmonary vein (rspv). The handle was also very difficult to use. Also, sheath exchange due to safety reasons as the removal of the catheter through the sheath was not that easy due to difficulty when turning the catheter back to neutral position. The procedure was completed without patient complications. The devices are not expected to be returned since were disposed. This complaint was created for the catheter.